Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside. Insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot and cracked reservoir tube window.

Event description:
The customer reported that that insulin was exposed to fluid/ moisture damaged, had blank display and keypad anomaly. Customer stated that she thought that the insulin pump was waterproof. The insulin pump had water damaged and not working anymore. Troubleshooting was done. Customer's blood glucose was 172 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.